Manufacturer narrative:
(B)(4). Method: the complaint iw990 wall mount infant warmer was received at our fisher & paykel healthcare (f&p) regional office in germany where it was visually inspected and performance tested by a trained f&p service technician. Our investigation is thus based on the information provided by the f&p service technician, the information and photography provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the subject iw990 infant warmer revealed that the connector was burnt and detached from the heating element, triggering the error code e17. The service technician also observed that the upper head case of the subject device was cracked. Visual inspection of the provided photographs and observation of the subject device confirmed the reported event. Conclusion: the reported incident of the subject device generating error code e17, is a result of degradation of the heating element, leading to an open circuit. This is caused by normal aging failure of the heating element parts. Our investigation was unable to determine the exact cause of the observed damage to the iw990 wall mount infant warmer head case. However, previous investigations into similar incidents have indicated that it is likely due to impact damage or the use of incorrect cleaning solutions. The user manual for the iw990 infant warmer states the following: - "ensure all warmer parts and accessories are checked before returning the device to service." - "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hydrochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base." - "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." The device technical/service manual also contains a checklist which specifies that users perform safety, performance, and functional checks at least once a year.

Event description:
A healthcare facility in germany reported that a iw990 wall mount infant warmer was generating error code e17. During device evaluation and performance testing of the iw990 wall mount infant warmer, it was also found that the head case of the subject device was cracked. There was no reported patient involvement.